Event description:
It was reported that during a resection of esophagus procedure the staples were not present in the cartridge on the first device and on the second device there was a malformation of staples, firing was blocked in the first 1/3. Patient is stable. The procedure was prolonged by 30 minutes. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the extended or time have any affect on the post-op care of the patient? No, it hasn´t had any effect on the post-op care of the patient. The analysis results found that two tr45g reloads were received fully fired and in good visual condition. No functional test could be performed due to the condition of the reloads. In addition, the returned reloads were disassembled to verify the integrity of the internal components and no abnormalities were found. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. Event could not be confirmed as no instrument was received for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.